Manufacturer narrative:
Date rec¿d by MFR : 27jun2019 ,date of report : 07aug2019. The manufacturer's field service engineer confirmed the reported software issue. Multiple power on off attempts could not reproduce the error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an error code 1100 (program crc [cyclical redundancy check] test failed). There was no patient involvement.